Event description:
Patient had successful implant of a bifurcated device. At that time, in addition to the aortic aneurysm, the patient presented with an aneurysmal iliac with lots of thrombus. After several months, the thrombus had regressed causing a distal endoleak in the iliac limb. In 2007, patient was brought in to treat distal endoleak with a limb extension. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The patient's predisposed condition and operational context contributed to the event. The device was discarded by the hospital.